Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated but output short for ablate. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that during the electrical tests it was discovered that there was no active continuity. However, when the activation test was performed on ablate mode the events of no activation, output short and correct activation was observed. Once activation was achieved no further errors was observed even after an extended period of activation. The continuity check was repeated and found to be within specification. The issue is believed to be continuity related; unfortunately the exact location could not be located due to the device starting to work. The potential cause for the failures observed were linked to electrical continuity of the device. However, since the exact location could not be identified and the device was later activated, we cannot determine a definite cause for the reported failure. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure the customer's vapr 90 suction electrode did not work. No error code was produced. The case was completed without using this device or a similar one. There was no patient harm, but a two (2) minute delay to attempt to solve the problem. During investigation of the device, it was noted the electrode would not coagulate. This report is for a vapr 90 suction electrode. This is report 1 of 1 for (B)(4).